Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high pacing lead impedance measurements greater than 2,000 ohms. High pacing threshold was also observed. Additional information was unable to be obtained. The device was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.